Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the patient's pacemaker exhibited error message and noise due to electromagnetic interference (emi). The clinic will continue to monitor the patient. No intervention was performed. The patient was in stable condition.